Event description:
During acl repair the tip of the screw broke during insertion and all of the pieces were removed. Sales rep. Confirmed that the surgeon was using a b-t-b graft and tapped with a 9mm tap prior to insertion of the screw. A back-up screw was available to complete the repair. No patient injury or complications resulted.

Manufacturer narrative:
Evaluation of the screw showed that it broke at the first two distal threads. The thread above the break is rounded over; almost looks like it melted. M-4534 6/7/2006.